Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the implantable cardiac monitor exhibited multiple episodes of undersensing. The device was reprogrammed. The patient was stable before and during the event.